Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The serial/lot number of the device was unknown, therefore omsc could not confirm the device history record. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The instruction manual provides preventive measures against the reported failure mode. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user attached the device to the distal end of the endoscope with medical tape according to the instruction manual and used the device. During the upper endoscopy, the user found that the medical tape fell off into the patient's body. The user could not recover the medical tape. The user completed the procedure with the device. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.